Manufacturer narrative:
Correction: MFR info. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler is receiving supply bag lines are blocked during dwell 2. The fresenius technical support representative advised the patient to check the setup and the patient stated the supply bag was empty and that it seemed that some fluid leaked from it. The patient thinks the leak was caused from not tightening the tubing. Patient also reported that they disconnected the empty bag and connected a new bag. Upon follow up, the pdrn confirmed the reported event. The pdrn stated that the leak came from the connection between the bag and the cassette. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient was able to setup with new supplies and complete treatment on the cycler. The pdrn confirmed that the cassette and supply bag was discarded and not available to be returned to the manufacturer for physical evaluation.